Event description:
It was reported during a laparoscopic thoracotomy the surgeon fired the instrument for the first time and the staple line was not hemostatic across the lung. The lung was not collapsed and another ez45g was used to complete the case. There was no pt consequence.